Event description:
The rv lead triggered an alert for high rv thresholds on (B)(6) 2022. New system implanted on (B)(6) 2022 w/threshold increase post-implant. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).